Event description:
Legs numb, hand and fingers numb [hypoaesthesia]. Shaking in hands and legs, whole body shaking, toes shaking [tremor]. Stinging (numbness) in legs and hand [pain], did not remember going home from doctor's office [memory impairment]. Case description: a consumer reported that they, a female age unspecified, used fixodent denture adhesive, original cream and/or fixodent denture adhesive, extra hold powder, 1 applic on her upper plate once daily for 20 years beginning 1992, with last known use on (B)(6) 2012, and has been hospitalized twice when experiencing numbness in legs, hand, and fingers, stinging (numbness) in legs and hand, and shaking in her hands and legs, whole body/every bone/and toes shaking. The consumer had visited her physician who couldn't find anything and finally visited an urgent care facility while experiencing the shaking and numbness; the urgent care physician thought it was food poisoning and told her to come back if symptoms became worse. She reported that she did not even remember coming home from that office and just 'lose it' with shaking, numbness, could not walk, toes were 'just', every bone, her whole body was shaking and numb; her daughter took her to the emergency room where they checked her out and admitted her for 5 days. A couple of weeks later, the same thing happened, not quite as bad, but she went back into the hospital for another five days. While hospitalized they were monitoring her whole body and still have not found out what it was; right now her fingers are just 'numbness'. Treatment: couple of unspecified shots, gabapentin, wearing a finger splint. The case outcome was not recovered/not resolved. Past medical history included: medical history - upper top teeth pulled 20 years ago. Concomitant medications included: cardiac therapy and vitamins. No further info was provided.

Manufacturer narrative:
Product was not provided by the reporter and case concerns long-term product use. (B)(6) 2012: lot check: fixodent powder lot # 126481 only one report came back and it was for this case. Fixodent original cream lot # 19402 is not a correct lot number, therefore, no info is available.